Event description:
It was reported during remote follow up that the pacemaker exhibited an egm anomaly in which there was a discrepancy between hvr episode duration calculation and the time shown on the egm. No intervention was reported. The patient was stable and asymptomatic.